Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula and the cannula was possibly not inserted correctly into the infusion site or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient activated a pod the patient was unsure if the cannula was properly inserted at the infusion site. In addition the cannula was found bent. The patients reported blood glucose level was 328 mg/dl. The pod was no worn.